Event description:
It was reported that during a "gastric reservoir in bypass" procedure, the stapler cut but did not staple. The surgeon had to practice a "manual reservoir" after the trigger was fired. The staples fell down on the surgical field. The staples were not well formed and there was "high" bleeding. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: the issue occurred at firing the third reload to complete the gastric pouch. I asked the surgeon if the endocutter was changed for subsequent firings and she said she did not know, but probably used the same device. An in-service was provided to the nurses and the surgeon, reminding them to ensure that the reload is properly positioned on the anvil before use, and always fire by pressing the trigger fully, plastic to plastic, ensuring that they complete the entire firing cycle. The surgeon told me that the patient has a postoperative fistula.

Manufacturer narrative:
(B)(4): additional information dvd of the procedure was returned. According to the ees field quality engineer: the above observations are based on the perceived conditions observed while viewing the video. Based on the above information I would not be able with any certainty offer a potential root cause. However, if the device is not properly cleaned between firings surgical matter that is caught in the throat of the device gets expelled on the next firing and can cause staple line issues. So I suggest that the back table cleaning process be observed and additional in-service provided if required.